Event description:
I purchased the above package containing a blood glucose meter, test strips, and needles from (B)(6) on (B)(6) 2019. I did not notice whether or not the package had been ¿lightly¿ opened via a 1 inch see through round sticker holding the box closed. My elderly mother, who has not previously been diabetic, had a random blood sugar test that was quite high. So, her doctor instructed me to monitor her blood sugar. Upon attempting to use the unit (inserting the test strip to turn it on per the instructions and attempting to get a reading), it was immediately noted to be defective as the screen stuck in place. I attempted to replace the battery when the unit would not process the reading, or not turn on at all. However, a new battery did not fix the problem. Whereupon, I purchased another unit, which worked fine. However, in attempting to return the defective meter, (B)(6) refused to return the item and indicated that blood glucose meters were non-returnable. However, upon comparing the new meter to the old meter, it became clear the battery tab was broken on one side, right out of the box, with no broken piece found. Thus the battery was only partially seated. Unless this occurred in manufacturing (noting the plastic surround is all one piece with the slight tabs built in), somebody broke this unit. Further, upon speaking with customer service at abbott, the test strip package was expired from 09/30/2018, but purchased on (B)(6) 2019. Thus, the entire package should not have been sold. It seems clear that the blood glucose kit was returned by someone, and then re-sold without checking the unit. This means that blood borne pathogens could exist on this unit to which my elderly mother could have been exposed. Abbott, after 40 minutes of back and forth, agreed to return the kit, not including shipping expense, which would easily amount to at least half the value of this $18.00 item, not including the cost of packaging, and the time involved. So, I will lose two thirds of the cost due to issues beyond my control, and more between abbott and (B)(6), than abbott and I. The FDA is notified of this issue, as it appears (B)(6) is refusing to return these meters knowing full well they are defective, but, despite this policy, did accept this particular meter for return, putting it back on the shelf after the test strips had already expired. This leaves unsuspecting consumers in possession of known defective equipment (which would be bad in the midst of a diabetic emergency), and further creates additional health risks from a bloodborne pathogen perspective, which could create a huge health hazard. I would presume that a blood glucose measuring kit, if returned, as defective, or for any other reason, would be sent back to manufacturer to be sterilized, as this would seem to be a logical security protocol between abbott and (B)(6). This is a completely unacceptable health hazard and situation. I would never have known, even if the meter worked, that test strips could be defective if the lot number is expired. So, even if the meter had worked, I could have been obtaining false readings. But, if someone else used the unit first, then I exposed my mother to their blood remains. Wow. Then I¿m supposed to ship the unit back after attempting to obtain blood glucose of my mother¿s blood, albeit without success using the defective meter, thus creating another health hazard by exposing others to my mother¿s blood, or the primary blood holder, via the mail. This is a loophole that should be addressed by the cdc.